Manufacturer narrative:
Investigation: the complaint was investigated for imaging area freeze problem with using z6ms probe. In this case, based on the description and log review, engineering confirmed that the cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. Complaint reference #: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent a transesophageal echocardiography (tee) study for an "off-pump coronary artery bypass" (opcab) procedure. In the middle of the procedure, the surgeon was performing a thoracotomy using an electric scalpel when the ultrasound system froze. The user restarted the ultrasound system but it did not solve the issue. The transducer was replaced and the procedure was continued and completed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.